Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient doesn't think their stimulator was working any longer. The patient needed an MRI and the hospital wouldn't perform one unless they had their programmer to turn off the implant. However, the patient's back got better so they stopped using their implant and threw away the programmer. The implant was more than 10 years old (though other records show that the ins was implanted in 2010) and they didn't think it was working any longer. The patient hurt their back again and their doctor wanted an MRI. No further complications reported.